Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. The pt reported the symptom of unexpected loss of a permanent tooth # 24. Since tooth loss is considered to be "permanent damage to a body structure" and occurred during the use of the invisalign system, this is being reported as an MDR.

Event description:
The pt reported the symptom of unexpected loss of a permanent tooth # 24 (lower left central incisor). The pt reported visiting a periodontist due to the reported symptom. The treating doctor defined this event as a cosmetic problem.